Manufacturer narrative:
Items returned for evaluation: delivery system (pusher); web implant; via 17 microcatheter. The web device was returned within the microcatheter. The microcatheter was not found to be damaged. During the investigation, the web implant was successfully advanced and resheathed into the returned microcatheter without difficulty. Inspection found the web device to be in good condition with no observable damage and the web implant was measured and found to be within specifications. The investigation of the returned web system found the web implant to be in good shape, and within dimensional specification. Furthermore, the web implant was able to be advanced and resheathed into the returned microcatheter without difficulty during functional testing. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used with the web system in the procedure was not found damaged and would not have caused or contributed to the reported complaint.

Event description:
As reported: device w5-7-5 was too large for the aneurysm and could not be resheathed into the via 90 microcatheter. Used smaller device w5-7-4 instead. Procedure completed without incident. The w5-7-5 was removed by retracting it partially into the via 17 microcatheter. This made it small enough to be removed. It was pulled back into a benchmark guide catheter and removed from patient. A via 17, 45 degree tip microcatheter was used with the smaller device w5-7-4. No patient injury reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is in transit to be returned to the manufacturer for evaluation but has not yet been received by the manufacturer. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: device w5-7-5 was too large for the aneurysm and could not be resheathed into the via 90 microcatheter. Used smaller device w5-7-4 instead. Procedure completed without incident. The w5-7-5 was removed by retracting it partially into the via 17 microcatheter. This made it small enough to be removed. It was pulled back into a benchmark guide catheter and removed from patient. A via 17, 45 degree tip microcatheter was used with the smaller device w5-7-4. No patient injury reported.

Manufacturer narrative:
Based on further review of the event, the event is deemed not reportable as it is likely to cause or contribute to a death or serious patient injury should the event recur. Therefore, mvi no longer considers this event a reportable malfunction event.

Event description:
As reported: device w5-7-5 was too large for the aneurysm and could not be resheathed into the via 90 microcatheter. Used smaller device w5-7-4 instead. Procedure completed without incident. The w5-7-5 was removed by retracting it partially into the via 17 microcatheter. This made it small enough to be removed. It was pulled back into a benchmark guide catheter and removed from patient. A via 17, 45 degree tip microcatheter was used with the smaller device w5-7-4. No patient injury reported.